Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review: alinity m system sn (serial number) (B)(6) was installed at the customer site in south beach, south africa, on (B)(6) 2021. A review of all service tickets for this instrument system was performed to identify any additional tickets related to personal injury. This review identified no other tickets than the one being investigated in this investigation. Quality data review: nonconformance / corrective and preventive action (CAPA) search a search of non-conformance (nc) and CAPA (nc/CAPA) records was performed for instances of personal injury related to the instrument base list number 08n53-02. The query revealed no records associated with base list number 8n53 and the reported issue. Complaint history review: a complaint search was performed to identify past potentially reportable event complaint tickets for any instances of personal injury where a field service engineer cut their hand on the dilutant reservoir position plate on an alinity m instrument system base list number 08n53-02. The complaint history review showed that, in the two years prior to the entry date of the complaint ticket under investigation, there were no other complaints found to document an event related to personal injury on the alinity m system. Based on the results of the investigation, a product deficiency has not been identified for the alinity m system, ln 08n53-02.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
During troubleshooting of a leak from the alinity m system, the field service engineer (fse) cut himself on a part of the reservoir. The fse was inspecting a leak inside the system solutions drawer. The leak was coming from the cracked lysis reservoir float sensor lid, and it had leaked inside and below all 4 reservoirs. The fse was wearing ppe while cleaning the instrument when they were cut on the reservoir position plate. The fse stopped working and followed the laboratory health and safety protocol. The fse seeked medical attention. The fse had blood work done and he was placed on prophylaxis for 30 days. This incident is being reported to FDA because the incident occurred in south africa using the alinity m instrument, list number 08n53-02, which is also approved for use in the united states.